Event description:
During the procedure, dr (B)(6) attempted to use the perclose devise and it did not deploy properly. The device was bagged with lot number sticker and brought to (B)(6) another perclose was used and successfully deployed.